Event description:
Boston scientific received information that at this patient's one month follow up visit, this right ventricular (rv) lead was not capturing and exhibiting elevated threshold measurements. A perforation had been suspected but was confirmed it did not occur. Microdislodgement was also a possibility but was not confirmed. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.